Manufacturer narrative:
Corrected date: in review, it was noted that the section 'e1' was inadvertently not populated in the initial emdr report; therefore, the information has been captured in this supplemental emdr report. The following field was updated accordingly: section e1: establishment name: fishkind & bakewell md's additional information: section d9: device available for evaluation? Yes; returned to manufacturer on: jan 25, 2021 section h3: device evaluated by manufacturer? Yes device evaluation: the sample was received at the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. The lens was cleaned, and no cosmetic defects were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing process record was evaluated, and no nonconformity report was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Telephone number: (B)(6). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the left eye of a patient due to a residual refractive error, residual myopia and blurred visual acuity. The issues were observed during a post-operative examination. A replacement lens of the same model with different diopter (22.5) was used. There was no delay in procedure. There was no surgical intervention such as vitrectomy, incision enlargement or sutures required. The patient outcome was reported to be good, 20/20. There was no patient injury reported. No further information was provided. Pre-operative acuity: 20/50. Post-operative acuity: 20/25-1.